Event description:
#Medwatcher #(B)(4). Had essure since 2008, had issues started about a month later... With many symptoms..... New symptoms are my joints been hurting really bad started in fingers, now every where else....I was itching on my back all the time not thinking that could be a symptom, now when I have my period it itches all over and won't go away till few days after period..... Headaches are still there bad migraines almost everyday still.... Sometimes I feel weird like my sugar is low.. Jittery or shaking ... Last about a couple hrs.. I've check sugar it was fine blood pressure.... Don't know what that's all about... Memory is horrible still can't even remember a dog's name that I've known for 2 years now..I just keep forgetting..... Many more stuff.... Everyday life is a struggle .. Weak.. Sometimes I get dizzy.... No energy... Tired... The days that are good I catch up or try... But then I'm sick for 2 days over during it hurting where coils are or sides hurt.. Many more issues just ready to get off.. Thanks.